Manufacturer narrative:
Reason for reoperation due to rupture and capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture and capsular contracture, baker grade iii. Device has been explanted.

Event description:
Healthcare professional reported a right side rupture and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion and underweight. A microscopic analysis was performed which one crease sharp in the posterior. Based on the device analysis the final assessment is: a crease sharp in the posterior side.